Event description:
Medtronic received information that following, surgery an intracoronary shunt was left in the patient's chest cavity. It was reported that the shunt was not within the coronary system. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product has been returned for analysis. Device history review could not be performed as the lot number of the product was not provided. Additional information has been requested. At this time, and based on the limited available information, a cause to the event could not be determined. Should additional information be provided, a supplemental report will be filed.